Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Patient was admitted to the hospital due to pain, warmth and drainage at the ipg site. It was determined an infection was present at the ipg site. And diagnosed with an infection at the ipg site. In turn, the entire scs system was explanted.